Event description:
It was reported when using the bd pyxis medstation es system insulin printer was not printing patient labels and prevented the user from retrieving insulin medication. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the power management was enabled to usb. The technical support specialist disabled the power management and updated printer settings in cfnapp and cfnadmin to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.